Event description:
It was reported that during the procedure, the fiber broke when being inserted into the fiber port. It was noted that the fiber tip was melted and became charred. There were no patient complications reported.